Event description:
The manufacturer's domestic evaluation lab found that a properly seated lancet did not retract into softclix device after firing, lancet is protruding from device cap. No adverse event reported. Replacement was sent, device returned.